Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the manufacturer when the reported issue had occurred on the device. During the evaluation it was noted that the proportional valve (or active exhalation control module [aecm]) had caused the active exhalation verification test step to fail on the device. In conclusion, the device's proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time.